Manufacturer narrative:
Device evaluated by manufacturer: a synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. The device was returned with the stent expanded on the distal and proximal regions. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacturing was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Balloon folds are partially open on the distal and proximal balloon cones, and media could be noted inside them. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Dried crystalized media can be noted inside the inflation lumen. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon damaged. The 3.00 x 20mm synergy ii drug eluted stent was selected for a percutaneous coronary intervention (pci) of the coronary artery. During preparation, the device prepared and the balloon was slightly inflated before being put into patient. The procedure completed successfully with another synergy stent. There were no patient complications reported. However, returned device analysis revealed stent deformed.